Manufacturer narrative:
It was reported that the fowler was stuck elevated and could not be lowered manually/electronically due to broken weld on litter frame. Supplemental submitted as the investigation concluded that the fowler was stuck elevated and could not be lowered manually/electronically due to a damaged litter fowler bearing support.

Event description:
It was reported via repair work order that the fowler was stuck elevated at about 60 degrees and could not be lowered manually/electronically due to a damaged litter fowler bearing support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was stuck elevated at about 60 degrees and could not be lowered manually/electronically due to broken weld on litter frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.